Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently pump battery was rapidly depleting. Customer disconnected and reconnected from the continuous glucose monitor (cgm) as it was thought the cgm was the cause of the depletion. However, upon follow up, contact reported battery was depleting as expected. There was no reported impact to customer's blood glucose.